Event description:
Boston scientific received information that this pacemaker exhibited high rate pacing at 120 ppm while the patient was having hip surgery. The boston scientific field representative placed a magnet over the device and the rate went to 100 ppm, when the magnet was removed the rate returned to 120 ppm. Post-operatively, the device was checked and operating normally. Boston scientific technical services (ts) discussed there was likely an interaction between the device and monitoring equipment in the operating room that caused upper rate sensor pacing behavior. The field representative noted no adverse patient effects during the surgery as the magnet was used to limit the pacing rate.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.